Event description:
Revision of right knee components due to peri-prosthetic fracture. Patient reported that they were exercising when they heard a "pop". Primary date of surgery was (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.